Event description:
This has been capped due to loss of capture and intermittent undersensing. Another lead was successfully implanted. Should additional info become available, this event will be updated.